Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for two (2) unknown screws. Part and lot number are not available for reporting. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history record review could not be completed. The date of manufacture is unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had two (2) unknown 6.5mm headless screws removed from the calcaneus on (B)(6) 2017. One (1) of the screws had migrated but both removed screws were fully intact. It is unknown if the concomitant unknown plate was also removed during the surgery. The initial date of implant is unknown. Additional information was not available for reporting. Concomitant medical device: plate (part# unknown, lot #unknown). This report is for two (2) unknown screws. This report is 1 of 1 for (B)(4).